Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to update and provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hub of the hemostasis sheath. No other accessories components were returned. Visual inspection revealed that the hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the device deployment sleeve. The carrier tube assembly and the hemostasis sheath were mated properly. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was cut identified through the carrier tube between the base of the device cap and the top of the sheath hub, which is consistent with the manual deployment method. No other anomalies were noted. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually, and several turns of the suture were present within the suture wind disk. No gross anomalies were noted with the tensioner plug. Functional testing was performed, and a pair of tweezers was used to pull on the suture and the suture was able to unspool easily without any resistance. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 03oct2019. The procedure was a lower extremity angiogram using a 6fr access. A pre-deployment angiogram was performed. Hemostasis was achieved. The estimated blood loss was less than 5ml's. There was no harm to the patient. The procedure was successful.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after putting in the angio-seal device successfully deployed; however, was stuck when trying to deploy. The doctor had to cut the suture in the window because it was locked up. The procedure was good, and the patient condition was reported to be good. There were no other devices or equipment used with the reported product.